Event description:
It was reported that the customer's insulin pump had a cracked and chipped reservoir compartment and the none of the buttons were working. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 136 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump buttons functioned properly. However, corrosion was found on the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.